Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 174 mg/dl, 422 mg/dl and 166 mg/dl. Customer also reportedly received the following results on the compact plus system two hours later, within 10 minutes: 145 mg/dl, 24 mg/dl and 109 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.